Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. After the insertion sometime later, the patient reported inaccurate cgm readings. Although he remained asymptomatic, the cgm displayed a glucose value of 54 mg/dl, while a bg meter reading showed 197 mg/dl. In response to the low cgm readings, the patient consumed apple juice and candy; however, the cgm values continued to decrease. The patient also reported taking metformin 500 mg that day as part of his diabetes management regimen. Due to the continued discrepancy between cgm and bg readings, the patient and his wife transported him to the emergency room. On (B)(6) 2026, at approximately 1:00 a.m., the patient was evaluated in the ER and remained asymptomatic. A bg measurement at that time was 203 mg/dl, while the cgm continued to display ¿low.¿ the patient received intravenous fluids, was observed for approximately three hours, and was discharged. Following discharge, the patient replaced the cgm sensor at home and reported feeling well throughout the incident. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid on 03/16/2026 and 03/17/2026. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.